Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 13.8 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. A correction bolus was administered using the pod but the patient's bg levels did not decrease. The patient's mother noted the cannula was bent and a new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was returned and no kinks or bends were identified on the exposed portion of the cannula. The downloaded data showed an occlusion alarm occurred. Investigation found no defects that would contribute to an occlusion. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the hazard alarm and associated high blood glucose levels could not be determined.